Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) on (B)(6) 2025 and suture was used. They ordered 4 boxes sxmp1b421 and received 4 boxes with the same lot number. During wound closure after tka the suture looked and felt different. The barbes seemed different and the didn't hold. The opened all four boxes and tried one from each box. They all seem to have the same failure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions: additional information was requested; the following was obtained: were there any patient consequences? Are there photos available for visual analysis? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The consequences for the patients was the extra time it took to close the wound. (B)(6) is a surgical nurse at the (B)(6) hospital where the problem occurred. I don't have any other evidence other then the boxes of stratafix it sent with the complaint. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: I don't have any further information as I have already answered. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Two unused open samples and twenty-two representative unopened samples were received for analysis. Product code sxmp1b421. As per the sampling plan, a visual inspection was performed on the two open samples and thirteen unopened samples, the sutures were examined along the strands, and no anomalies were observed during evaluation. Ten barbs were measured in each of the strands, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.